Event description:
The customer stated that intermittently, the system would not display images. This issue will cause the system to be unusable due to the inability to see the live image. There is not report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.